Event description:
It was reported that the user dropped the ilet and the connector snapped off, after which the user removed the damaged connector with tweezers, discarded the damaged supplies, inserted new supplies into the ilet, and resumed insulin delivery without blood glucose impact. Symptoms included no reported adverse physiological effects. Outcomes included no interruption of therapy after replacement of supplies and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling damage to the connector and successful restoration of function following replacement of consumables. It was concluded that the event was attributable to physical damage from accidental dropping, and device function was restored through standard troubleshooting and resupply.